Manufacturer narrative:
Motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assy. Unit received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, broken at reservoir tube lip and cracked on reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was performed. The device was returned for analysis.